Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to physical damage of the electrode end and high pacing thresholds. The implanting physician considered the end of the lead might have damaged from inserting it at the clavicular junction as it was a tight fit. The lead was removed/replaced prior to pocket closure.